Manufacturer narrative:
The reservoir, snap-cap, and septum were inspected for anomalies and none were found. The reservoir also underwent the occlusion test and passed: fluid was able to flow through the infusion set and out of the catheter tip. The reservoir was not occluded.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery while filling the tubing. The patient's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated for the no delivery alarm and the issue was resolved through changing the reservoir and infusion set. The reservoir in question was returned for analysis and a replacement reservoir and infusion set was shipped to the customer.